Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnosis: concordant mechanical severe neck pain c3-4 and c4-5. Concordant pain from diskography study. Procedure: c3-4 and c4-5 anterior cervical discectomy. C3-4 and c4-5 arthrodesis. C3-4 intervertebral device placement with a 6 mm peek allograft containing a 7 mm wide bmp soaked sponge and bone graft granules. C4-5 intervertebral device placement with a 7 mm peek allograft with a 7 mm wide bmp soaked sponge and bone graft granules. Anterior instrumentation, c3-5 with a 45 mm plate fixed with 13 x 4.5 mm screws in c3, c4 and c5. As per-op notes: " a 7 mm spanner was then selected and 7 mm peek allograft was fitted with a 7 mm wide bmp soaked sponge containing bone graft granules. The vertebral body ends were decorticated with a 6 mm rasp and a 6 mm peek allograft was selected and fitted with a bmp soaked sponge containing bone graft granules." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.